Event description:
It was reported that they were informed that they have had an incidence where the clips were crossed on the tip. They would not close all the way. No other details were provided. The device was discarded.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation.